Manufacturer narrative:
The fse replaced the cart console release latch. Then, the fse completed the pm with full calibration, as well as, functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units console release is broken. There was no patient involvement.